Event description:
Additional information received that indicated that the patient's pacemaker (pm) was explanted and replaced. The patient was asymptomatic and stable throughout procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's pacemaker (pm) had premature battery depletion. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.